Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be stretched and flattened, and the soft cannula was measured to be 1.1175 inches in length. Despite the stretched and flattened cannula, fluid flow through the fluid path was unaffected. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. The timing and cause of the damage to the exposed portion of the soft cannula cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The caregiver alleged that a pod caused the patient to experience hyperglycemia. There were no confirmed alarms or alerts received. The caregiver stated that the pink slide moved forward and the cannula inserted into the skin during wear. No redness/swelling nor insulin leakage was noted at the insertion site (location not specified). No treatment was reported.